Event description:
It was reported that the procedure was to treat a calcified lesion in the proximal lad, without tortuosity, with 75% stenosis. After pre-dilating with another company's balloon, the vision 3.0 x 23 was implanted and post-dilated. Ivus was performed and the procedure was completed. After the procedure, a lower extremity aortograph was starated; however, the patient was complaining of chest pain. A chest aortograph was performed and thrombus was observed just distal to the implanted vision. The thrombus was suctioned and a pixel 2.5 x 13 was implanted distally. Thrombus was again observed at the implanted vision and had to be suctioned several times. An intra-aortic balloon pump was used reportedly, the patient's condition is stable. No additional event or patient information is available.